Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy resulted in preventing the shaft lumens from moving freely; thus, resulting in the reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: the date of event will be estimated as 03/01/2025. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. During deployment of an unspecified absolute pro ll self-expanding stent (ses), resistance was met with the thumbwheel making it difficult to release the stent. However, the absolute pro ses was successfully implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.